Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device reportedly did not recognize a connection to the patient through the defibrillation therapy electrodes. The customer indicated that the device powered up into paddles lead correctly, but was not showing any rhythm on the screen, nor was it showing dashed lines, which are a normal occurrence for an unrecognizable signal. Following the reported device issue with missing paddles lead ECG, the customer connected the 12 lead ECG cable and continued monitoring the patient. The patient was reported to have been down for a period of time and unresponsive upon arrival of the customer. The patient was reported to have been in their late 60's and did not survive. The customer indicated that based on the condition of the patient, the reported device issue did not have an effect on the outcome of the patient.

Manufacturer narrative:
The initial medwatch report should indicate: device manufacturer date - 01/21/2016. The initial medwatch report should indicate - device manufacturer date - 01/20/2016. The device UDI is - (B)(4).